Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the first universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where sensors check was found to be failing on the yaw axis, replicating the reported event. The second usm was evaluated by fa. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, liquid intrusion was found on the tornado switch assembly that would be related to the reported event. The unit was installed onto a pftp where all relevant testing was passed within specification. The unit was installed onto a golden system where the usm was tested, and fa technician was able to replicate the sticky button while testing, indicating fault on the patient clearance button down replicating the reported event. Once testing was completed, the tornado switch assembly was verified to be the source of the fault. The probable root cause of the reported issue can be attributed to a fault of an electrical/electronic component due to liquid intrusion on the tornado switch assembly within the affected usm causing a fault on the patient clearance button down. Furthermore, the probable root cause of the additional issue, found in the second usm replaced, can be attributed to a sensor error within the yaw searchlight sensor assembly in the affected usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and also found another issue (failed non-yaw pot range) with a different universal surgical manipulator (usm). The fse replaced two usm to resolve the issue. The system was tested and verified as ready for use. The two usms involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 4 patient clearance button was sticking. The customer had to force the button the other way to keep the usm from moving. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but found no related issues. The procedure was completed with no reported injury to the patient.